Manufacturer narrative:
(B)(4). It was reported during follow up that the patient was recovering from the peritonitis event. The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the event was unknown. On the same day as onset, the patient was hospitalized for the event. The patient was treated with injection vancomycin (250mg, intraperitoneally, duration and frequency not reported) injection amikacin (250mg, once daily, intraperitoneally, duration not reported), and injection cefuroxime (250mg in each bag, intraperitoneally, duration not reported) for peritonitis. The outcome of the event was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.